Manufacturer narrative:
H2: change from serious injury to reportable malfunction.

Event description:
It was reported that, during tka surgery the jrny ii cr lkg fem imp bumper lt broke outside the patient while impacting the femoral component. The procedure was completed without delay using a smith and nephew back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed prior complaints for the listed failure mode with the same batch number. A medical investigation was conducted and confirms this case reports the femoral impactor bumper broke while impacting the femoral component. Per email correspondence, the procedure was completed without delay using a back-up device, with no patient injuries. Therefore, no further clinical assessment is warranted. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, during tka surgery the jrny ii cr lkg fem imp bumper lt broke while impacting the femoral component. It is unknown how the procedure was finished and if it was delayed as consequence. The patient outcome is unknown.